Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, false negative hivc results were obtained when multiple samples were tested using vitros hivc lot 0730 and lot 0810 on a vitros xt7600 integrated system. The testing was conducted as part of internal investigational testing at ortho rochester. Sample 1, vitros hivc lot 0730 result of 0.78 s/c (negative) and vitros hivc lot 0810 result of 0.62 s/c (negative) versus the expected result of reactive sample 2, vitros hivc lot 0730 result of 0.30 s/c (negative) and vitros hivc lot 0810 result of 0.12 s/c (negative) versus the expected result of reactive sample 3, vitros hivc lot 0730 result of 0.21 s/c (negative) and vitros hivc lot 0810 result of 0.13 s/c (negative) versus the expected result of reactive sample 4, vitros hivc lot 0730 result of 0.25 s/c (negative) and vitros hivc lot 0810 result of 0.16 s/c (negative) versus the expected result of reactive sample 5, vitros hivc lot 0730 result of 0.23 s/c (negative) and vitros hivc lot 0810 result of 0.15 s/c (negative) versus the expected result of reactive biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The false negative vitros hivc results were obtained as part of internal investigational testing by ortho. There was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) nonconformance 0600643 and reportability assessment 600108.

Manufacturer narrative:
The investigation determined that discordant, false negative hivc results were obtained when multiple samples were tested using vitros hivc lot 0730 and lot 0810 on a vitros xt7600 integrated system. The testing was conducted as part of internal investigational testing at ortho rochester. A definitive cause of the discordant, false negative vitros hivc results was not established. Quality control results on the date of the event indicated acceptable vitros hivc lot 0730 and lot 810 performance. Ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product hivc reagent lot 0730 or lot 0810. However, ortho has initiated an investigation for non-reactive and repeat false reactive patient sample results and vitros hivc lot 0730 is included as a potentially affected lot in this investigation. There was no evidence of an instrument malfunction and qc results were acceptable on the vitros xt7600 integrated system on the date of the event. However, as no diagnostic precision testing was conducted to verify instrument performance, an instrument issue cannot be completely ruled out as a contributor to the event.